Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 700 mg/dl. The customer¿s blood glucose level was 700 mg/dl at the time of the incident. The customer¿s symptoms were diabetic ketoacidosis, and it was treat with hospitalization. Customer was not wearing the insulin pump while hospitalized. Customer stated they wanted to get their insulin pump changed because it was no delivering every half an hour, but it was determined that the insulin pump was fine. Customer stated they were admitted to intensive care because the no deliveries were not cared for. No troubleshooting was performed. Medtronic helpline solutions team will make an additional attempt to contact the customer at a later time